Manufacturer narrative:
(B) (4).

Event description:
The patient's neurostimulator (ins) was not working as well as it used to. Contacts 4, 10, 12, 14 and 15 showed impedance measurements greater than 10,000 ohms. She received good stimulation on her left leg, with little effective stimulation on the right. Additional information has been requested.